Event description:
Device 1 of 3: reference MFR report: 1627487-2012-07197, reference MFR report: 1627487-2012-07198. The pt is implanted with two percutaneous leads from different lots. It was reported the pt experienced ineffective stimulation coverage due to lead migration. The pt underwent surgical intervention to reposition the leads. During the procedure, the physician observed that when he started to tightened the set screw to secure the lead the whole block where the screw is located turned as the physician tried to tighten the screw. Diagnostic showed invalid impedance value on contact 9. Sjm representative programmed the pt using valid contacts 1-8. The pt reported effective coverage.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.